Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 02-010-01-0240 - logic femoral ps cem left sz 4, 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm, 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t, 200-02-35 - three peg patella 35mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a left total knee arthroplasty. Subsequently, two (2) years, 10 months later, the patient developed extensive arthrofibrosis due to reduce range of motion. As a result, the patient required arthroscopic arthrolysis surgical intervention. The patient's outcome was reported as resolved six (6) days post the procedure. No further patient impact was reported. No additional information is available.